Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. ¿ what was the name of the procedure? Gu regular scope ¿ what was the procedure date? (B)(6) ¿ what was done to treat the shard penetration? There¿s no shard in human body ¿ was medical or surgical intervention required? No ¿ was there any special diagnostic test performed? No ¿ what is the status of the user injury today? Fine ¿ was it difficult to break the ampoule (was extra force needed to break the ampoule)? No ¿ was the ampoule crushed repeatedly? Unknow ¿ is the product involved in the event or a representative sample? Sample (product from the same lot number) available for evaluation? Yes h3 evaluation: the analysis results found that the device was returned. Upon visual inspection, it was observed a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the procedure date? What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the user injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on unknown date in 2021 and topical skin adhesive was used. User stabbed while using ampoule adhesive. No reported patient consequences.